Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that a new controller was issued and sent to the patient the week of (B)(6) 2019. The manufacturer representative re-programmed on (B)(6) 2019. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they had hip replacement surgery (not related to device/therapy) on (B)(6) 2019 so they shut off their devices. During recovery, they were experiencing bladder leakage and noted that it didn't seem to be working like it normally does. Prior to calling, the patient checked their device and noted stimulation was off so it was turned back on; they noted they were at 2.7v on program 3. The patient tried increasing, but couldn't and ultimately decreased to 2.6v; they noted the patient programmer (pp) button to increase wouldn't work. As a result of what was reported, an email was sent to repair for a replacement pp. No further patient complications have been reported as a result of this event.